Manufacturer narrative:
A quote was sent to the customer for root cause analysis but the quote was not accepted as it was stated by the customer biomedical engineer that the issue was related to the hospital side of the network and has been resolved. It was also concluded the loss of connection was not at the hospital itself but at the central monitoring unit (cmu). Multiple attempts were made to obtain the device context of use, evaluation, repair, and operational status with minimal response from the customer. No further information was provided. A supplemental report will be submitted if new information is obtained. So far they have been accepting these conclusions. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that there was a hospital wide loss of patient monitoring for the patient information center ix system. The device was in clinical use at the time of the event. No adverse event or patient harm was reported.